Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb) with backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an upper display erratic. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.